Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05775. Promus element (B)(6) clinical study. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending into the distal lad with 80% stenosis and was 50mm long, with a reference vessel diameter of 3.5mm. The lesion was treated with predilation and placement of a 3.50x32mm and a 4.00x20mm promus element stents. Following post dilation, residual stenosis was 0%. The patient was discharged three days post procedure on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with coronary artery disease and was hospitalized on the same day. In (B)(6) 2015, three days post admission; coronary angiography was performed and revealed 80% restenosis in the proximal lad. The restenosis was treated with balloon angioplasty. Two days post procedure, the event was considered as resolved and the patient was discharged on the same day.